Manufacturer narrative:
The icy catheter in complaint was returned to zoll on (B)(6) 2021 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
A patient underwent ivtm therapy after cardiac arrest. An icy catheter (lot # 143208) was inserted into the patient's right femoral vein with no unusual resistance reported. Twelve hours into the initial cooling phase of the treatment, the thermogard console generated an air trap alarm. Following the alarm, the user noted that the 500-ml saline bag was empty, and there were a considerable amount of air bubbles in the air trap chamber. The thermogard system was disconnected, and the catheter balloon ports were gently aspirated. As reported, about 10 milliliters of bloodstained saline were aspirated. A catheter leak was suspected, and subsequently, the icy catheter was replaced. No device malfunction was reported on the thermogard console, and the treatment continued with the same console. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of leak on the icy catheter (lot # 143208) was confirmed during functional testing. A bonding leak was observed at the distal end of the medial balloon. The probable root cause was a latent defect at the bond. Upon visual inspection, no physical damage was observed. Dried blood residue was observed on the catheter balloons, the luered tubings, and the catheter shaft. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi. Immediately upon pressurizing the catheter, a bond leak was observed at the distal end of the medial balloon. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the icy catheter with lot # 143208.